Event description:
It was reported that during a routine follow up visit, the pacemaker system was interrogated and the presenting electrogram (egm) was reviewed. Upon review, the presenting egm showed this right ventricular (rv) lead exhibit abnormal impedances and oversensing noise. The health care professional (hcp) suspected cause to be due to insulation damage. At this time, the pacemaker system and this rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).